Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle to access the implantable infusion system. Following insertion of the device into the portal access system, the safety device would not activate. As a result, the needle was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.